Event description:
Manufacturer's reference. #: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of the provided problem description, service report and log files. Our filed service engineer (fse) was on-site for further investigation and found out that the inspiratory channel printed circuit board (pcb) was defective and required replacement. No parts were returned for further investigation. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
It was reported that the ventilator generated technical error codes indicating power errors and turbine module communication error. There was no patient harm. Manufacturer's ref #: (B)(4).